Manufacturer narrative:
The suspect medical device lot number changed from 94361li00 to 92118li00. An evaluation is still in process and a follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device lot number changed from 92118li00 to 94361li00 .an evaluation is still in process and a follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 94361li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of lot number 94361li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94361li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94361li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv lot 94361li00 was identified.

Manufacturer narrative:
Patient identifier = (B)(6). This report is being filed on an international product list 6c37, that has a similar us product distributed in the us, list 1l79. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv results were generated. The following example was provided: sid (B)(6) (B)(6) 2019: (B)(6), lot 92118li00. Sid (B)(6) (B)(6) 2019: (B)(6), lot 94361li00. No impact to patient management was reported.